Event description:
Blood glucose monitoring lancet needle did not retract properly after use. The safety mechanism of the needle did not engage, resulting in the needle remaining outside the end of the lancet. Medipurpose surgilance safety lancet, sln 240 2.2 mm 21g needle, orange, lot ipm 04/2015, manufacture date 01/2015, exp 01/2019.